Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had sensor discrepancies. Troubleshooting was performed. The customer's current blood glucose level was 15.2 mmol/l. The customer stated that insulin delivery was suspended due to a low sensor glucose of 3.2 mmol/l. The suspend on low limit in the sensor setting was 3.4 mmol/l. They treated their high blood glucose with the insulin pump. The product will not be returned for analysis.